Manufacturer narrative:
The investigation for infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-15883.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Approximately after nine days of support, it was reported although cardiac function recovered, septic shock made it difficult to maintain hemodynamics, and the patient expired. The physician noted the relationship between the death and the impella device is unknown. The source of the infection was unknown as well as other devices were used to treat the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.